Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a hardware error that occurred on (B)(6)2015. Pediatric patient is using an adult receiver. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.